Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Caller reports he had a successful trial, but when the ins was implanted he did not get the relief he needed and several reprogramming was done. Caller reports he stopped using the stimulation about 9 months to a year ago. Caller reports he does not use a recharging belt, but leans against a recycler with a pillow. Reviewed passive recharge. Caller reports he is now charging: controller: 100% charged ins: 30% charged with excellent coupling. Suggest patient charge his implant to 100% before turning on stimulation. Additionally, the caller reports he also been battling his lead wire wound on his spine since (B)(6) 2024. Caller reports the wound continues to leak and bleed. Hcp is aware. Caller reports he just completed a round of antibiotics. Caller their hcp wants them to try the stimulation again. Caller reports the hcp only wants to operate patient once so they are waiting to see if the stimulation helps before any surgery.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the hcp indicated that the cause of the lead wire wound was unknown. The patient underwent a revision surgery. The issue was resolved. The device is still in use at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.